Event description:
On (B)(6) 2012, oasys midline occiput plate operation was performed. While bending, the plate was broken. Although surgeon bent it greatly, it broke simply. The operation was finished safely with other size plate. Sr thinks that big bending is needed for uniting with the form of an occipital bone. We request recommended bend angle and index to bend.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the received plate is bent at the middle and two cracks are visible on the bridges in the middle of the plate. Manufacturing record review: no discrepancies noted. Complaint history analysis: 10 previous records have been received for midline plate breakage and for all cases the breakage has happened along the bend lines on the plate. A CAPA was initiated and a design change was applied in (B)(4) 2010. This is the first issue of this kind since the launch of the new design. Risk assessment: no adverse consequence was reported in the scope of this complaint and replacements were available. Conclusion: user error contributed to this event and the breakage is an issue of over-bending. The surgical technique states that it is important to avoid excessive plate bending, especially over the midline screw hole. The surgeon also had a choice of pre-contoured plates to better adapt the construction to pt anatomy and pathologies.